Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer's blood glucose (bg) was in 40s mg/dl. Reportedly, the customer could not recall what was the cause of issue. Carbs was consumed to treat bg level. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.